Event description:
Upon thorough checkout of the unit by biomedical engineering and manufacturer, the unit was found to be fully funcitonal and operating within manufacturer's specifications. It was noted that the unit's pacing control dials were set on 140 milliamps and 105 pulses per minute. It is believed that the pacemaker was accidentally activated because the pacing mode is only one position past the off position on the mode/energy/selection dial (see figure 1).ICU nurses and nursing education were notified of these findings and took immediate actions. All users have been notified to turn external pacing control dials to zero and units have been labeled with "keep in off position unless in use". Biomedical engineering will contact appropriate parties regarding this medical device safety issue and will make recommendations to the manufacturer regarding the design of the selection dial.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.